Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after restarting the ilet the prior evening and not announcing dinner, the user experienced hypoglycemia with confirmed blood glucose readings of 59 mg/dl by cgm and 58 mg/dl by glucometer, following earlier hyperglycemia up to 216 mg/dl attributed to automatic correction dosing. Symptoms included shakiness and confusion during the low. Outcomes included self-management with oral glucose (approximately 17 g) following the 15/15 protocol, bg rise to 62 mg/dl within minutes, device low alerts, no professional medical intervention, no ketone testing, no loss of consciousness, and assistance from the spouse offered out of kindness. Investigation included review of use history and coaching on hypoglycemia treatment and monitoring. Investigation of this case revealed that recent system reset combined with an unannounced dinner resulted in elevated glucose and subsequent automated correction that led to a low, consistent with use-related timing and therapy dynamics rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors and therapy behavior consistent with device design. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.